Event description:
Defective suture needle. During closure, the suture needle snapped in half was removed immediately, after xray imaging and fluoroscopy, the retained "other half: of the suture needle was located and removed. FDA safety report ID # (B)(4).